Event description:
It was reported that a homechoice device experienced a system error 2367 alarm (air in line/set). It was not reported which step of therapy this event occurred or if the patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical service representative assisted the patient in clearing the alarm and advised the patient to restart therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available. This event occurred during dwell cycle four of five of peritoneal dialysis therapy while the patient was connected.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.